Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the pouch burst and fragments were removed. The device was used as-is to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what was being performed when the malfunction occurred?---being removed the pouch after putting the cholecyst. What specimen was being removed from the patient? ---cholecyst. What was the size of the specimen? ---regular. Were there any difficulties deploying the bag? ---yes, there was a slight difficulty. Voc pouch broken: please specify at what point the pouch broke? Prior to or during removal? ---during removal. Did any contents spill into the patient? ---yes, so irrigation was performed. What were the indications for surgery? ---no information. What was found? ---no information. Does the patient have any relevant history of surgical treatments? ---no information, if so, what? Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information.